Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vertical gastric sleeve/ repair of diaphragmatic hernia, on second firing with a 60 millimeter black reload, a very loud noise was heard from the stapler and the reload did not fire. Another handle and reload was used but did not perform stapling as well. Replace with a new handle and reload to resolve the issue. There was no patient injury.